Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the last 3 days they had been experiencing high blood glucose and was unable to control them. The customer was giving himself insulin. He was admitted to the hospital due to both high and low blood glucose. The customer¿s blood glucose during the incident was 228 mg/dl. The customer then had a low blood glucose of 64 mg/dl after taking a bolus from the insulin pump and manual injection. The customer¿s current blood glucose was 335 mg/dl. The customer had symptoms related to their high blood glucose of equilibrium problem and dehydration. The customer was still in the hospital at the time of the call. Troubleshooting was not performed because the customer was not feeling well. The device will not be returned for analysis.